Manufacturer narrative:
The unit was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unable to prime unit. Unit received with cracked case at display window corners. Unit was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 314 mg/dl. Troubleshooting was performed. The device was returned for analysis.